Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation on (B)(6) 2018 as they don't recall the last time the system was charged. Reportedly, the ipg will no longer communicate with external devices and the patient programmer displays an error message indicating the device is inoperable. As a result, surgical intervention was undertaken on (B)(6) 2018 where replacement of the ipg resolved the issue.